Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up, displaying the message x-ray system starting. Upon troubleshooting, the fse reloaded the software to the x-ray pc and checked the logs, finding errors with the suite pc. To resolve the issue, the fse reloaded the software on the x-ray and suite pcs. After reloading the software, the fse checked the system and confirmed that the reported problem was resolved. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.